Event description:
False positive result (s). I was asymptomatic, but took a rapid test for personal reason. I took the test 4 times and all turned positive. Tried a different brand and it was negative I think this product crossreacts with something in my nose because the people around me were negative. I'm sure it detects covid good enough, but I think the specificity isn't as great as other brands.